Event description:
Patient was having a laparoscopic robotic assisted nephroureterectomy. While surgeon was using a robotic 8mm endowrist mega needle driver, cable on instrument broke. Instrument was removed from field and new instrument used.